Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. An initial report was previously submitted to FDA on 11/01/2007; however due to emdr submission issue related to the follow-up report, this is being filed again as an initial report.

Event description:
New information received indicates that this lead was explanted as the patient was downgraded to a pacemaker system. No adverse patient effects were reported.